Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. No unexpected motor noise noted during testing. No rewind anomaly noted. The device had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker.

Event description:
No blood glucose levels reported. The customer reported that the insulin pump was making a growling noise when rewinding. The customer was advised that the insulin pump can be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.